Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the down button for the device was damaged and no longer working. There was no patient involvement.